Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual, menorrhagia, bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), iron deficiency anaemia ("anemia."), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), metrorrhagia ("metorhagia (bleeding b/w periods"), headache ("headaches"), micturition urgency ("I always feel like I have a full bladder") and hypoaesthesia ("every night my right arm and hand go numb"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, iron deficiency anaemia, abdominal pain, dyspareunia and metrorrhagia had resolved and the headache, micturition urgency and hypoaesthesia outcome was unknown. The reporter considered abdominal pain, dyspareunia, headache, hypoaesthesia, iron deficiency anaemia, menorrhagia, metrorrhagia, micturition urgency and pelvic pain to be related to essure. The reporter commented: she received treatment for pain dyspareunia (painful sexual intercourse),pelvic/ abdominal, autoimmune, psych injury, migration, perforation, bladder/urinary prob: no. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media: hyposthesia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: pfs received: event every night my right arm and hand go numb added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery on (B)(6) 2015, pregnancy on (B)(6) 2015, fetal demise on (B)(6) 2014, spontaneous abortion, urinary tract infection, vulvovaginal candida, chronic cervicitis and frequency urinary. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse),") and migraine ("migraines / headaches"). In (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia (heavy menstrual , menorrhagia, bleeding)/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced iron deficiency anaemia ("anemia."), abdominal pain ("abdominal pain/abdomen on lower right side pain"), metrorrhagia ("metorhagia (bleeding b/w periods"), headache ("headaches"), micturition urgency ("I always feel like I have a full bladder") and hypoaesthesia ("every night my right arm and hand go numb"). The patient was treated with surgery (hyst. (Full), salpingectomy (bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, iron deficiency anaemia, abdominal pain, dyspareunia, metrorrhagia and headache had resolved and the micturition urgency, hypoaesthesia, vaginal haemorrhage and migraine outcome was unknown. The reporter considered abdominal pain, dyspareunia, headache, hypoaesthesia, iron deficiency anaemia, menorrhagia, metrorrhagia, micturition urgency, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pain dyspareunia (painful sexual intercourse),pelvic/ abdominal, autoimmune, psych injury, migration, perforation, bladder/urinary prob, : no. (B)(6) 2016, (as reported in mr) there were 3 coils trailing from the left ostia and 3 coils from the right ostia. The patient tolerated the procedure very well. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2018: essure coils are identified in place bilaterally. Ultrasound scan vagina - on (B)(6) 2016: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media: hyposthesia . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: new events: vaginal bleeding and migraine were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual, menorrhagia, bleeding),') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), iron deficiency anaemia ("anemia."), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), metrorrhagia (",metorhagia (bleeding b/w periods") and headache ("headaches"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, iron deficiency anaemia, abdominal pain, dyspareunia and metrorrhagia had resolved and the headache outcome was unknown. The reporter considered abdominal pain, dyspareunia, headache, iron deficiency anaemia, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: she received treatment for pain dyspareunia (painful sexual intercourse),pelvic/ abdominal, autoimmune, psych injury, migration, perforation, bladder/urinary prob, : no. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: event injury was replaced with dyspareunia (painful sexual intercourse), pelvic/ abdominal pain, menorrhagia (heavy menstrual, menorrhagia, bleeding), metorhagia (bleeding b/w periods), anemia, headaches and lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.